Event description:
The device was returned to the manufacturer with no information, analyzed, and tested out of specification. Information later obtained in follow-up determined that the lead had presented with impedance changes suggesting a lead fracture and that the lead was found to be fractured secondary to clavicular impingement. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) proximal conductor fractured. The full lead in segments was returned and analysed. Visual analysis revealed the defib conductor was distorted and there were outer insulation bilumen tubing voids.